Event description:
Received an electronic report from a hemodialysis user facility who has reported a tubing separation. It was learned that the tubing separation occurred at the onset of the dialysis treatment just as the bloodlines had filled with blood. The tubing separation occurred on the arterial line at the "t" connector where the saline connects to the bloodline tubing. Once the event occurred, the arterial line was discarded, and a new arterial line was set up. This event did result in a blood loss of 125 ml to this pt. The dialysis treatment was resumed without further incidence. This pt did complete their prescribed dialysis treatment, and once completed, this pt was then discharged to home with no ill effect from this event.